Event description:
This report is being filed for a device malfunction that was made known to mckinley medical (the manufacturer) upon receipt of another defective device that was shipped to mckinley medical from a customer. This report identifies a leaking disposable drug reservoir. There is no report of pt involvement or injury.